Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of 12 months. The original anterior bridge of the proximal lag screw drill hole had been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points found on nail ¿ specifically at medial ¿ indicated corresponding axial load application. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. In this case the x-rays demonstrating nail breakage showed a gap at medial between bone fragments ¿ after 1 year ¿ in the region where the initial bone breakage had occurred. This would present insufficient bone healing which would confirm the initial statement of diagnosed pseudarthrosis. Insufficient bone healing is regarded as patient related. As no follow up x-rays were available and with the statement of pseudarthrosis a complete medical statement seemed not being reasonable. As no information regarding post-operative activity instructions it could not be determined if the patient had been compliant to the surgeon¿s recommendations. From technical point of view the nail most likely broke to overload. Overload was caused by typical load bearing combined with an unrelieved nail due to impaired bone healing where the nail had to absorb / transfer the completed loading during the implantation period. Intra-operative material damage had most likely contributed to the origin of a crack. Referring to available information a more precise statement was not possible from technical point of view. The nail broke in a fatigue fracture after 1 year due to axial load and impaired bone healing contributed by intra-operative damage. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke a the shs drill hole. Revision with pelvis implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke a the shs drill hole. Revision with pelvis implant.